Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: can you please clarify if the device had a feeding issue? Did device feed clips sideways into the jaws? Did device eject clips that were x formed? Were there any patient consequences? If yes, please describe. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the clip was fired in a x-shape, which was soon unclipped automatically. There were no patient consequences reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Date sent: 8/31/2020. D4: batch # u93k4y. Investigation summary the analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. In addition 3 malformed clips were received inside of a plastic bag. During the analysis, the device was cycled and it fed and formed 11 conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. Attempts have been made to obtain the following information. To date no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent: can you please clarify if the device had a feeding issue? Did device feed clips sideways into the jaws? Did device eject clips that were x formed? Were there any patient consequences? If yes, please describe.